Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: the surgeon placed the device on tissue and was not able to close the jaws or fire the device. Used a second device. After using the second the device which did not work, the surgeon switched to an open procedure to continue the case. No reinforcement material was used during the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins.